Event description:
It was reported that when the patient was contacted at 5 pm for follow up (to make sure everything was going okay), it was noted that they had run into a door frame in their home that morning (approx. 10:30 am) and opened up their incision (with drainage) at the pocket site of their implantable neurostimulator (ins). It was noted that it bled ¿a good bit¿ but they were able to stop the bleeding and add fresh gauze at which time ¿everything appeared to fine.¿ at the time of contact the patient was reported as heading into work since there was no bleeding at the time and that their ins system was working ¿great.¿ the patient instructed to go to the urgent care or call their physician if there were any additional issues or bleeding and that, either way, they should call their doctor¿s office on monday to have them take a look at the issue. Today, the manufacturer¿s representative was contacted by the patient¿s physician (partner) where they reported that there was a hematoma they tried to ¿clean up as much as possible¿ before re-closing everything. It was noted that the physician could not see the ins when they cleaned and/or closed the wound. No diagnostics or troubleshooting were performed at the time of report but was to be performed in the future. There were no alleged product (device) issues reported. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ follow up information received 5 days later reported that everything appeared fine (¿at this point¿) with the patient. The patient¿s wound issues continued to be monitored. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hhdh, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).